Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. (B)(4).this is 10 of 10 reports being filed for the same patient (reference 1825034-2016-04355 / 05528 - 05535 / 05537).

Event description:
Patient underwent a right shoulder revision procedure due to infection and dislocation. All components were removed and replaced with cement spacer molds.